Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened for device.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter, leaks at the adaptor during collection. No mucous membrane exposure. No sample was sent back for evaluation because this was the third complaint for this lot from this facility.